Event description:
Complainant alleged that medics arrived upon the scene of a "pt down" call for a pt (age unknown). The device was attached to the pt via electrode pads and an analysis was initiated. However, before completion of the analysis, the device inappropriately shut down. The user turned the device back on, however the device inappropriately shut down. The user switched electrode pads and batteries however the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired, however it was not a result of the reported malfunction as the pt was in a state that could not be resuscitated.